Manufacturer narrative:
(B)(4). The device was received but an evaluation was not performed due to the sample being contaminated. Therefore, the reported issue could not be verified. A batch review was not conducted as the lot number was unknown. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an unknown system error alarm on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. It is unknown if the home patient was connected. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.